Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic balloon pump (iabp) had gas loss alarm. Nurse performed proper troubleshooting and verify the helium tubing had no blood or discoloration, press the iab fill key for 2 or 3 seconds, press start, and check the helium tubing again for signs of blood. The pump resumed without issue. Esp personnel reviewed the nature of this alarm and different clinical possibilities. Nurse stated the patient had been coughing severely when the alarm occurred. Esp personnel encouraged nurse to call back should the alarm go off several times in an hour so we could troubleshoot it together. Esp personnel collected product surveillance information. Nurse was appreciative of the support. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact info: (B)(6). Customer reported a gas loss alarm on the cardiosave iabp. Nurse performed troubleshooting, found no issues with helium tubing, and the pump resumed normal operation. The alarm likely occurred due to patient coughing. Esp team reviewed the case, provided guidance, and asked to report if the issue repeats. No patient harm was reported. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period greater than equal 80 msec and deflation period greater than equal 250 msec.